Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a bladder neck stricture treatment performed on (B)(6) 2023. During the procedure, the balloon burst when inflated to 13 millibar. The procedure was completed with another uromax ultra balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst.